Event description:
Customer reported as soon as the extension set was attached to the pt's jelco catheter, blood leaked out of the end of smartsite valve. No pt harm. No further patient/event info was provided.

Manufacturer narrative:
(B)(4). The reporter indicated, the set was discarded at the facility. Review of the lot history records did not identify any mfg issues during the production build of the involved lot for the failure mode reported.